Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Device will not be returned as it was not released by the facility. No additional adverse patient effects were reported, patient doing well post operatively.